Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: initially, a contralateral side rupture. Later, rupture was reported for this side. Clarification to d6a implant date: (B)(6) (year only received.)

Event description:
Healthcare professional reported "no complaint against the device", then later "rupture". This record is for left side. Device was explanted.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening, broken device assessed as surgical damage, an opening assessed as surgical damage and a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "benign-type calcifications". Also reported ¿cyst clusters¿ which is deemed not related to the device.